Event description:
The reporter indicated that a replacement 12.6mm vticm512.6 implantable collamer lens of -12.5/3.5/091 became damaged during loading. Another replacement lens was then implanted into the patient's eye.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).